Manufacturer narrative:
The investigation determined the service actions of replacing a printed circuit board damaged due to an instrument leak resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing.

Event description:
The initial reporter questioned high bilt3 bilirubin total gen.3 results on a cobas 8000 c 702 module. The customer provided questionable results for two patients. The questionable results were not reported outside the laboratory. The customer repeated the patient samples on another analyzer and the original analyzer for confirmation. The field service engineer was onsite on the day of event and he was examining the circuit board that was recently replaced due to a leak. Patient 1¿s initial bilit3 result was 143.1 umol/l. The repeat result on another analyzer was 91 umol/l, and the repeat result on the original analyzer was 94 umol/l. Patient 2¿s initial bilit3 result was 119.5 umol/l. The repeat result on another analyzer was 64 umol/l, and the repeat result on the original analyzer was 66 umol/l. Patient 1 and patient 2 were reported as (B)(6) years old. Patient 2 is a female. Bilt3 reagent lot number used for patient testing was 421806 with an expiration date of 31-jan-2021.